Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'keypad issue-when pressing keys, device powers off intermittently' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad issue, when pressing keys the device powers off intermittently. The reported event occurred during testing in the biomed service. There was no patient involvement. No additional information is available.